Event description:
While attempting to defibrillate a pt (age & gender unk) the device failed to discharge. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt.